Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was not dispatched to evaluate the device. The customer gave up the repair and continued to use the device. Getinge will not go and service this unit. H3 other text : device not available for evaluation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use the lcd screen on the cardiosave intra-aortic balloon pump (iabp) was damaged, affecting the display effect. The equipment did not stop and can still be used normally. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).